Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the patient complained about heat. The patients blood pressure decreased. An echocardiogram revealed pericardial effusion. The patient was treated with IV fluids, until the pocket was closed. After pocket closure, a pericardiocentesis was performed. The patient was transferred to ICU in stable condition.